Event description:
It was reported that two weeks post operation the patient started experiencing tremor. After implant, electrode pair 0-2 was measured to be 4,026 ohms. After the patient started experiencing tremor, they went to the hospital where therapy impedances were measured and had increased in excess of 2,000 ohms. Therapy impedances had previously been measured to be 900 ohms. The impedance of electrode pair c-1 had increased to nearly 3,000 ohms from the previous measurement of 900 ohms. Electrode pair c-0 had been measured to be high since implant with a measurement of greater than 3,000 ohms, c-2 was measured to be greater than or equal to 2,000 ohms, and all bipolar electrode combinations with zero showed high values. Impedances of all other electrodes were around 2,000 ohms. The patient was programmed to c+, 1-, 2- at 3.5v, a pulse width of 200, and a rate of 185 hz. Since the prior measurement of 3.7 ma, the current had dropped to 1.9 ma. Stimulation was increased to 4.5v and a pulse width of 270. After the increase in stimulation, the current increased to approximately 2.4 ma and the patient¿s tremor ceased. The settings were kept for a while, but the patient complained of dizziness. Impedances were checked again and therapy impedance was at 900 ohms with a current of 4.7 ma. When the settings were decreased to previous levels, the impedance increased to greater than 2,000 ohms with a current of 1.9 ma. Stimulation was then programmed to 4.5v, a pulse width of 210, and a rate of 185 hz. Impedances were measured as stimulation was decreased from 4.5 to 3.9v by 0.1v increments. When stimulation was decreased from 4.0 to 3.9v, the impedances increased to greater than 2,000 ohms. Stimulation was programmed back to 4.5v, but the impedance did not decrease. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The company representative additionally reported that the patient experienced a strong tremor in the left hand, sometimes the symptom became severe, at other times it eased. The impedances immediately after surgery were: 0-c 3082 1-c 983 2-c 2157 3-c 1015 0-1 2464 0-2 4026 0-3 3280 1-2 1827 1-3 1184 2-3 1836 impedances on (B)(6) were: 0-c 3148 1-c 2925 2-c 2499 3-c 979 0-1 2463 0-2 3388 0-3 3204 1-2 2213 1-3 2686 2-3 (B)(6) 2006 or earlier, the settings were changed to multi-programming as follows: program 1 in current mode case (+), 2 (-) 2.1 ma, 180- 95 hz, impedance 2473 ohm, voltage 5.594 v program 2 in current mode case (+), 1 (-) 2.1 ma, 180-95 hz, impedance 3033 ohm, voltage 6.808 v the settings on (B)(6) were: program 1 in current mode case (+), 2 (-) 2.1 ma, 180-95 hz, impedance 2679 ohm, voltage 6.040 v program 2 in current mode case (+), 1 (-) 2.1 ma, 180-95 hz, impedance 3380 ohm, voltage 7.561 v with these settings the message "the entered value cannot be used with the existing settings. The entered value will not be used" is displayed, and increasing the stimulation level seems to be not possible. The cause of the unstable impedances was unknown; perhaps it may be required to check the implantable neurostimulator (ins) part.